Event description:
Device report 2 of 2: reference MFR report: 1627487-2012-09546. It was reported the patient had been experiencing nausea while the system is in use. The patient reported this sensation has been present since the system was implanted. In an effort to address this issue, the physician advised the patient to turn stimulation off for a month to rule out side effects from a change in patient's medication regimen. Further follow-up indicated, the patient would like the system explanted as the sensation is discomforting. Surgical intervention is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.